Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on an unknown date. The patient received an appropriate shock and two inappropriate shocks.   The device was started up at 1:06:19 pm on (B)(6) 2022. At 23:30:21, an arrhythmia was detected. ECG shows svt @ 170 bpm with nsvt. At 23:31:30, the patient received the first inappropriate treatment. Nsvt/self-converting vt and svt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus tachycardia @ 120 bpm with pvcs/nsvt. At 23:32:16, an arrhythmia was detected. ECG shows vt @ 170 bpm. At 23:34:23, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 170 bpm self-converting to svt @ 110 bp with bigeminy/pvcs/nsvt. The post shock rhythm was svt @ 150 bpm with nsvt. At 23:31:30, the patient received the second inappropriate treatment. Nsvt/self-converting vt and svt contributed to the false detection. The rhythm at the time of treatment was svt @ 150 bpm with nsvt. The post shock rhythm was sinus tachycardia @ 120 bpm with pvcs. The device was shut down at 12:27:47 am on (B)(6) 2022. The patient passed away on an unknown date. Reporting out of an abundance of caution since it is not known whether the patient was wearing the lifevest at the time of passing.